Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The cerelink sensor was returned for evaluation: DHR - conformed to the specifications when released to stock. Failure analysis - the issue of the complaint was not confirmed: - foreign matter over sensor area, no cleaning needed. - catheter crimped 35.5 cm from connector end. - catheter crimped 5.2, 12.8 and 14.2 cm from distal tip. - icp express = 535, cerelink monitor ¿ acceptable; microsensor detected and zeroed without any issues. - the device passed electronic, noise and signal drift tests. Root cause - the exact issue reported by customer could not be confirmed as the device worked correctly. One possible root cause of the defect reported by the customer could be due to the crimp at 35.5 cm from connector; if the catheter was still crimped by the forceps, the pressure could have possibly caused the unit not to respond when trying to reconnect. Could also be due to a sensor malfunction.

Event description:
N/a.

Event description:
1 of 2 reports. Other mfg report number: 3013886523-2025-00281. A facility reported that the icp measuring was "failing". The cerelink sensor (ID 826851) came loose from directlink module (ID 826828). The fault was reported after disconnecting the sensor module to go to CT: reconnection did not give the correct value despite following the steps. Normally, medical staff should be able to make connection again with the patient monitor but, even after several attempts, this unit did not work (orange button remains led). Therefore, the sensor was explanted and replaced. Reason for patient monitoring: "excessive pressure requiring removal of skull flap, remaining comatose."

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.